Event description:
72-96 hours after placement, the pt developed a severe reaction. Redness & swelling was seen @ the exit site. They applied heat and anti-inflammatories w/o success. The line was removed.